Event description:
The pt reportedly has experienced overly loud stimulation, and intermittencies between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. A company rep met with the pt to perform device eval. Testing performed showed that the implant was functioning. The center made the decision to explant the pt's device. The surgery to explant pt's device has been scheduled.